Manufacturer narrative:
The sample was not returned to takeda. No lot number or photographs has been provided so no further investigation can be performed. A review of the monthly report (oct'24) for firazyr was also performed relative to the subcategory "device malfunction". The complaint rate for 2024 ytd is at (B)(4)%, no atypical trend was noted for 2023 and 2022.

Event description:
The patient felt resistance in the syringe at the end of the injection, so the patient was unable to administer the full dose of the drug.

Manufacturer narrative:
Additional information is requested for further investigation.

Event description:
The patient felt resistance in the syringe at the end of the injection, so the patient was unable to administer the full dose of the drug.